Manufacturer narrative:
(B)(4): the consumer identified the product as "cd horizon spinal system." With the limited information provided, it is not possible to relate a specific implanted component to the reported event. No explanted product was not returned for evaluation. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.

Event description:
An attorney alleges that a patient underwent posterior spinal fusion, after which she "experienced significant pain and other adverse symptoms." It is reported that seven months postoperatively, the patient underwent additional surgery that "revealed catastrophic failure" of the system, and four days later, "a substantial portion of the instrumentation" was replaced. It is alleged that "the hardened surfaces of certain pieces were compromised and weakened when the screws used to hold the pieces were tightened to the recommended levels." No details were provided and no other information was given.

Manufacturer narrative:
This event is a duplicate, and has been reported under medwatch report numbers 1030489-2009-01247, 1030489-2009-01248, 1030489-2009-01249, 1030489-2009-01250, 1030489-2009-01251, and 1030489-2009-01252. Please refer to these reports for all event details.